Manufacturer narrative:
Initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30495030m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent an atrial fibrillation (afib)ablation procedure with a thermocool¿ smart touch¿ sf bi-directional navigation catheter (stsf). And suffered a cardiac tamponade (CT) requiring pericardiocentesis and surgical intervention. Preparation was made for left pulmonary vein (lpv) ablation. During lpv ablation, japan lifeline (jll) snake catheter was placed in the left atrium (la) and the stsf catheter in the right ventrical (rv). Effusion was confirmed by soundstar due to decreased blood pressure. Drainage was performed, however, bleeding was frequent and blood transfusion was performed. The bleeding did not stop completely and the patient underwent surgery at the cardiovascular surgery department. The amount of blood drained through drainage was more than 1000 cc. After that, when the hemorrhage subsided, the patient was reported to have regained consciousness. Although it was at the time of lpv ablation, when the physician's opinion was confirmed later, the causal relationship with the target consumable was negative. The physician commented that prior to ablation, the catheter (competitor's product) was placed in the apex of the right ventricle and had penetrated deeply. Although the device was placed so that pacing could be performed from the rv, it was not captured at the time of pacing confirmation, and it was finally possible to confirm the capture while changing the placement of the catheter, which was in the deepest part of the cardiac apex. According to the attending physician, when the images were checked with fluoroscopy after the surgery, they were certainly placed in the deepest part of the cardiac apex, and the physician commented that the patient might have already had tamponade. Additional information was received, and it was reported that prior to noting the CT, ablation was performed and there was no evidence of a steam pop. No error messages were observed. The patient was reported to have fully recovered and the patient was discharged from the hospital. No extended hospitalization was reported. The physicians opinion on the cause of this adverse event is that it is procedure related. The cause may have been the placement of a catheter made by another company in a considerably deep position in the apex of the right ventricle. However, since ablation was performed with the stsf catheter, we are conservatively reporting this event. Since the event (cardiac tamponade) is life threatening and required intervention to prevent permanent impairment of a body function or permanent damage to a body structure, then it is to be considered serious and MDR-reportable.